Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, the reason for thrombosis and malposition of device, was determined to be inadvertent/unintentional interaction of the product; therefore, a conclusion code of update text- 'unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the reservoir was initially implanted close to a vein, which eventually caused a blood clot. The component was removed and replaced in a new location. There were no further patient complications reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the reservoir was initially implanted close to a vein, which eventually caused a blood clot. The component was removed and replaced in a new location. There were no further patient complications reported.